Manufacturer narrative:
Customer (person): phone: (B)(6). Initial reporter occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported two coda lp balloon catheters were difficult to advance during an endovascular aneurysm repair (evar) procedure. As there was no recommended introducer size on the outside of the packaging, the physician used the same size introducer as the coda balloon. When attempting to advance the device through the 9fr sheath, the balloon catheter was difficult to introduce. Another balloon catheter of the same lot experienced the same difficulty. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation c.h.g. De dax informed cook on 21apr2022 of an event with coda-2-9.0-35-120-32 (product lot 14553177). The physician used the same size introducer 9fr as the 9 fr sheath of the coda and had difficulty advancing the device during the procedure. It was reported there is no clear indication on the outside of the packaging as to what size introducer should be used with the sheath on the coda 32. However, it is indicated in the IFU. The physician completed the procedure using two balloons to stop an aneurysm rupture and it was stabilized. The patient did not require any additional procedures and did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for investigation. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot (14553177) revealed three non-conformance's; the non-conforming devices were reworked and re-inspected prior to further processing. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The device was packaged with IFU t_codalp_rev3. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device: ¿product recommendations introducer sheath selection for introduction, it is recommended to use a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter and a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Balloon introduction and inflation 2.advance the balloon catheter over a pre-positioned .035-inch wire guide, utilizing a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter or a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. Caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture need to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in fig. 1. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture.¿ based on the available information, no product returned, and the results of the investigation, it was determined the cause for the failure is product labeling as there was not clear indication on the product label as to what introducer sheath to use with the catheter sheath. However, the IFU (instructions for use) supplied with the device indicates the minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. An updated label has been submitted and approved. The new label will include the graphic as requested by the user. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
In additional information received on (B)(6)2022, it was reported that the procedure was completed with the use of two coda balloons to stop and stabilize the aneurysm rupture.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.